Event description:
A report was received that the pt was experiencing difficulty charging. The pt underwent a pocket revision because the physician determined the pt's pocket was too deep. The pt was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.